Manufacturer narrative:
The report event of low impedances was not confirmed. As received, the returned lead worked and passed all test. The cause of the reported event remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Product information is unavailable at this time. Further information was requested but not received.

Event description:
It was reported that low impedance issue was observed on the lead resulting in the patient losing effective therapy. The lead was explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.